Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: malposition.

Event description:
Healthcare professional reported "malposition", "was noted to have high-tight weak inframammary folds preoperatively. These were lowered purposefully and repositioned with interrupted ethibond, but subsequently, her implants have descended below the desired level of the inframammary fold and mor medially than desired inferiorly", "ethibond sutures had pulled free from the chest wall allowing the inframammary fold to become unstable", "implant was intact" and "permanent implants were placed using the original one on the right". This record is for the right side. Device was explanted and reimplanted. Surgical treatment was performed on (B)(6) 2025.